Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, a crack was noted in the insulation of the right ventricular lead. There were no electrical anomalies observed on the lead. The lead was capped and replaced. No patient symptoms were reported.